Event description:
Procedure: bilateral tepp. Reportedly, when the surgeon inserted the balloon into the abdomen, after the second or third pump, it broke. This occurred five times in a row. The staff opened a different lot number and was able to use the device. The bladder ruptured during this time requiring repair.